Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Inspection of the device revealed a scratch in the balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. When the balloon was inflated, fluid leaked from the distal end of the scratch. Microscopic examination revealed that there was a pinhole in the balloon material at the distal of the scratch.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.